Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient was feeling tired and confused. Her daughter found her unconscious and called an ambulance. After the paramedics arrived the cgm was reading 7.1 mmol/l but the bg was 1.2 mmol/l. The patient was treated by emergency medical services (ems) with glucagon injection 1 mg, 2 pipes of glucose, and 50 mg of potassium. She cannot recall the cgm and bg values post-treatment. She was taken to the hospital where she stayed for three days ((B)(6) 2021). No information was provided regarding treatment given in the hospital. At the time of the report the day after discharge she stated she was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.